Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. (B)(4). Date of surgery was reported to be (B)(6) 2017. Explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) for: the patient experienced pain postoperatively, which was resolved. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that a vivigen study (B)(4) and a patient experienced a number of adverse events. On (B)(6) 2017, the patient was reported to experience mild atrial fibrillation. The patient reportedly recovered and the mild atrial fibrillation was resolved with no residual effects. The fibrillation was resolved on (B)(6) 2017. The fibrillation required hospitalization but did not require any intervention to prevent permanent damage and did not cause any disability or permanent damage; the event was reportedly was not life-threatening and not due to any congenital anomaly or birth defect. The patient was scheduled to have a cardiology evaluation. It was additionally reported that the patient experienced an unspecified type of acute diarrhea and acute diverticulitis of colon (mild severity) from (B)(6) 2017. Cipro and flagyl were additionally reported. The patient recovered from both episodes with no residual side effects. On (B)(6) 2017, the patient reported to a 3-month post-operative appointment and reported experiencing shoulder and arm pain for 30 days which restricted their ability to work. Patient-reported their non-work-related activity to be light. On (B)(6) 2017, the patient reported to a 6-month post-operative appointment with her progress unchanged. Lastly, the patient was admitted to the hospital for a voluntary surgery to correct lumbar deformities performed on (B)(6) 2017. The deformities did not occur at the operative site and did not cause any disability or permanent damage; the event was reportedly was not life-threatening and not due to any congenital anomaly or birth defect. The additional surgery was specified as a decompressive lumbar laminectomy from l3-l4, 4-5, 5-1, with bilateral facetectomy, and a foraminotomy as well as a hemilaminectomy, with facetectomy, foraminotomy from l2-3 and a posterolateral arthrodesis, from l3-4, l4-5, l5-s1, with allograft local autograft. The subject was discharged on (B)(6) 2017. The were no implants placed during the procedure. The patient reportedly recovered with no residual effects. Concomitant devices reported vivigen pouch 1cc (part # bl-1500-001, lot # 1710846-8020, quantity 1). This report is 4 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a two or three level anterior cervical discectomy fusion (acdf) at the c5-c7 level on (B)(6) 2017. The patient was implanted with a vectra plate, two (2) vertigraft spacers with central lumen, one (1) vivigen pouch, six (6) vectra screws and one (1) distraction pin. Reportedly, the patient experienced atrial fibrillation on (B)(6) 2017 and was resolved with no residual effects on (B)(6) 2017. The patient was scheduled to have cardiology evaluation. On (B)(6) 2017, the patient experienced diarrhea (unspecified type acute) and acute diverticulitis of colon and were resolved with no residual effects on (B)(6) 2017. The medications given were cipro and flagyl. On (B)(6) 2017, the patient was admitted for a voluntary surgery to correct lumbar deformities. Decompressive lumbar laminectomy l3-l4, 4-5, 5-1 bilateral facetectomy, foraminotomy; hemilaminectomy, facetectomy, foraminotomy, l2-3; and posterolateral arthrodesis, l3-4, l4-5, l5-s1, allograft local autograft were also done on the same day. The patient was discharged on november 9, 2017. On (B)(6) 2017, the patient experienced hematuria. The patient was given keflex and foley was flushed and changed. This was resolved with no residual effects on (B)(6) 2017. On (B)(6) 2018, the patient had small laceration, and experienced hip pain and headache after fall in shower and were resolved on (B)(6) 2018 with no residual effects. On (B)(6) 2018, the patient experienced bursitis in hip that was still ongoing. Treatment done was greater trochanteric bursa hip injection. On (B)(6) 2019, the patient experienced acute bronchitis and influenza a and were resolved with no residual effects on (B)(6) 2019. The patient was given doxycycline for acute bronchitis and tamiflu for influenza a. On (B)(6) 2019, the patient experienced mild urinary tract infection and a-fib. Urinary tract infection was treated with ceftriaxone, rocephine and levaquin, while a-fib was treated with solatol and cardizem. Both the urinary tract infection and a-fib are ongoing. Concomitant devices reported: vivigen pouch (part# bl-1500-001, lot# unknown, quantity 1), distraction pin (part# 02.600.022, lot# unknown, quantity 1).

Event description:
Additional adverse event information reported: fall in shower resulting in headache, bursitis in hip, small laceration after fall in shower, hip pain after fall in shower. Concomitant device: distractor pin (part 02.600.022, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional adverse event information reported: on (B)(6) 2019 the patient experienced acute bronchitis and influenza a and were resolved with no residual effects on (B)(6) 2019. The patient was given doxycycline for acute bronchitis and tamiflu for influenza a.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated additional adverse event information reported. Event date (onset): (B)(6) 2017. Alert date: 26-feb-2019. Procedure: two or three level acdf using vivigen cellular bone matrix date of . Procedure: (B)(6) 2017 event description: diverticulitis of colon (acute) patient details height: 64 in. Additional patient details: site awareness date: 26 sep 2017, date of evaluation: (B)(6) 2017 new event. Hospitalization (initial or prolonged): yes. Levels treated: c2-c3: no, c3-c4: no, c4-c5: no, c5-c6: no, c6-c7: no. Date of cervical spine additional surgery: blank components used in additional cervical spine surgery: screws: no. Plates: no. Spacer: no. Other component: no. Other treatment: yes. Other treatment, specify: cipro and flagyl. Outcome: recovered/resolved with no residual effects date of resolution or death: (B)(6) 2017. Product details: logline: 1, component: plate implanted, catalog number: 04.613.132, lot number ID: n/a, unique device identifier: vectra plate. Logline: 2, component: spacer with central lumen catalog number: 08.843.008 lot number ID: n/a unique device identifier: acis spacer. Logline: 3, component: vivigen pouch, catalog number: bl-1500-001, lot number ID: n/a, unique device identifier: (B)(4). Logline: 4, component: spacer with central lumen catalog number: 08.843.009 lot number ID: n/a unique device identifier: acis spacer. Logline: 11, component: component, catalog number: 02.600.022, lot number ID: n/a. Unique device identifier: distraction pin levels treated: c2-c3: no, c3-c4: no, c4-c5: no, c5-c6: yes, c6-c7: yes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a two or three level anterior cervical discectomy fusion (acdf) at the c5-c7 level on (B)(6) 2017. The patient was implanted with a vectra plate, two (2) vertigraft spacers with central lumen, one (1) vivigen pouch, six (6) vectra screws and one (1) distraction pin. Reportedly, the patient experienced atrial fibrillation on (B)(6) 2017 and was resolved with no residual effects on (B)(6) 2017. The patient was scheduled to have cardiology evaluation. On (B)(6)2017, the patient experienced diarrhea and acute diverticulitis of colon and were resolved with no residual effects on (B)(6) 2017. The medications given were cipro and flagyl. On (B)(6) 2017, the patient was admitted for a voluntary surgery to correct lumbar deformities. Decompressive lumbar laminectomy l3-l4, 4-5, 5-1 bilateral facetectomy, foraminotomy; hemilaminectomy, facetectomy, foraminotomy, l2-3; and posterolateral arthrodesis, l3-4, l4-5, l5-s1, allograft local autograft were also done on the same day. The patient was discharged on (B)(6) 2017. On (B)(6) 2017, the patient experienced hematuria. The patient was given keflex and foley was flushed and changed. This was resolved with no residual effects on (B)(6) 2017. On (B)(6) 2018, the patient had small laceration, and experienced headache and hip pain because of fall in shower and were resolved on (B)(6) 2018 with no residual effects. On (B)(6) 2018, the patient experienced bursitis in hip that was still ongoing. Treatment done was greater trochanteric bursa hip injection. This is report 7 of 9 for (B)(4).

Event description:
Additional information reported: on (B)(6) 2019, the patient experienced mild urinary tract infection and a-fib. Urinary tract infection was treated with ceftriaxone, rocephine and levaquin, while a-fib was treated with solatol and cardizem. Both the urinary tract infection and a-fib are ongoing.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information: on (B)(6) 2018, the patient had small laceration, and experienced hip pain and headache and were resolved on (B)(6) 2018 with no residual effects.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.